Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device automatically switches from monitor mode to defib mode, inappropriately. Complainant indicated that there was no pt involvement ni the reported malfunction.